Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring. The clips were unsecured. They were not closing properly; some were closed and some were not. No adverse impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.